Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
An ultrabase ((B)(4)) was reported to be involved in a slippage of the pt's head during a procedure. The pt was injured. Add'l info has been requested.